Manufacturer narrative:
The device was not returned to the MFR for physical eval. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
The patient's medical records were requested and had not been received at the time of this report. If the medical records should become available, a supplemental report will be submitted. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported the dialysis fluid was cloudy, and the patient's peritoneal dialysis registered nurse (pdrn) took the bags of fluid for analysis. The patient was advised to turn off the cycler and contact the pdrn. During a follow-up, the pdrn confirmed the patient's breach in aseptic technique during set-up caused the cloudy effluent. The patient was diagnosed with (B)(6) growth on (B)(6) 2015. The patient was not hospitalized. The patient was treated with keflex via oral route. The patient has continued pd treatment and has been recovering.